Manufacturer narrative:
The complaint has been confirmed. Visual inspection showed that the electrodes # 1, 2 and 3 from the distal end were missing. It was reported when explanted, one of the leads had the top 3 contacts stripped off. The physician tried to find the contacts with fluoro but he couldn't see them in the patient so he closed up and the patient is doing fine. The root cause of the damaged distal end is unknown.

Event description:
A report was received that during a lead revision the physician elected to replace the leads. It was noticed that one of the explanted leads' top three contacts were stripped off. The contacts were not seen in the patient's body with x-ray. The patient was reportedly doing well following the procedure.

Event description:
A report was received that during a lead revision the physician elected to replace the leads. It was noticed that one of the explanted leads' top three contacts were stripped off. The contacts were not seen in the patient's body with x-ray. The patient was reportedly doing well following the procedure.